Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a scratch was noted on the sterile package due to impact of the inner stem during distribution. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed upon visual inspection. Inspection of the cavity confirmed it had a gouge along the inside of the cavity, but it had not broken through. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.